Event description:
This phacoemulsification handpiece quit working during a cataract extraction procedure. Another handpiece was used.

Manufacturer narrative:
A return goods authorization number (rga) was given to the customer; however, to date no product has been received.